Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter stuck in stent occurred. An opticross¿ imaging catheter was selected for use. During pre-intravascular ultrasound, prior to pre-dilatation and stent deployment, it was noticed that the opticross¿ imaging catheter was stuck with the implanted non-bsc stent upon withdrawal. The physician managed to remove the imaging catheter from the patient. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an imaging catheter stuck in stent occurred. An opticross imaging catheter was selected for use. During pre-intravascular ultrasound, prior to pre-dilatation and stent deployment, it was noticed that the opticross imaging catheter was stuck with the implanted non-bsc stent upon withdrawal. The physician managed to remove the imaging catheter from the patient. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good.